Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse replaced the diluent syringe assembly and lubed the guide rail and threaded screw. Fse ran daily checks and quality controls all results were without any errors. Instrument is functioning as intended and was released. The most probable cause for this event is the diluent syring assembly. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 4013 spec. System home not found and error 5022 specimen task error on their aia-360. The customer reported that the sample probe is straight but has salt build up on top of the probe. Customer cleaned the probe with ethanol but the error still occurred. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.